Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 13-feb-2026, a facility representative reported via (B)(4) that an ar-3610pk-3 fibertak insertion kit drill bit was cold-welding to the drill guide upon the first attempt to drill. It was used to complete the case with no patient affected.